Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that during a routine follow up the shock impedance measurement for the electrode was noted to be high at 170 ohms. An x-ray was taken and fat could be observed between coil and sternum. The patient noted to the clinic that they had lost 12 kg of weight in the last month. No noise was evoked with provocative maneuvers. Technical services (ts) was consulted and reviewed the x-ray. It was found that the distance between the electrode coil and the sternum is greater than two times the thickness of the electrode. Ts discussed further troubleshooting steps. One month later the patient underwent a revision procedure where the electrode was repositioned. A successful defibrillation threshold (dft) test was performed and the new shock impedance measurement was 120 ohms with a 65 joule shock. Through the programmer the shock impedance measured 100 ohms. The electrode remains in service and no additional adverse effects patient effects were reported.